Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided reset information, and confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again. The caller acknowledged and understood the instructions.